Manufacturer narrative:
The reported event could not be confirmed since the device was not returned for evaluation and no other evidence was provided. The event has been reviewed by an medical expert with following feedback: without any further information, the reason for the pain can only be explored by examining the patient (or at least with provided x-rays). No judgment is possible on the available information. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. It can be confirmed that the complained lot 1000382459 is not part of the event description mentioned stop shipment, the surface of the plate is fully conform to the specification. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
As reported: "the wound from the surgery using the variax fibula plate is painful."

Manufacturer narrative:
Device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device not accessible; still implanted in the patient.

Event description:
As reported: "the wound from the surgery using the variax fibula plate is painful."